Event description:
Caller reported a cgm error with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and advised them to reset the pump and follow up if the issue persists.